Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d4, serial#: (B)(4), implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead possibly undersensed a beat pre-detection of a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. The lead remains in use. No patient complications have been reported as a result of this event.